Manufacturer narrative:
The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump had moisture damage noted on lcd board, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 170 mg/dl. The customer stated they had gone swimming while still connected to the insulin pump. Customer stated the button error alarm occurred shortly after. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.